Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. Customer treated with carbs from food or glucose pills. The customer declined to troubleshooting for low blood glucose. Customer stated that before she delivered her bolus of 3.3 units it said in the history it had 0.6 units of active insulin, but her status menu said 2.6 unit. Customer ran the self test and the insulin pump passed the self test. The product was not returned for analysis.